Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 500 mg/dl, 502 mg/dl, 388 mg/dl and 288 mg/dl. The customer was assisted with troubleshooting. Customer stated the cannula was bent that was noticed after customer changed the reservoir or infusion set. The insulin pump will not be returned for analysis.